Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized and diabetic keto acidosis due to high blood glucose on (B)(6) 2020 with blood glucose of over 400 mg/dl. Other blood glucose value mentioned was 216 mg/dl. It was reported that insulin pump was not on auto mode. The insulin pump will be returned for analysis.